Event description:
It was reported noise was observed on a patient's rv presenting as non-sustained rv oversensing episodes. The noise was inhibiting bi-v pacing, but the patient was not symptomatic. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).